Event description:
Patient had phacoemulsification of left cataract on 6/11/92. Some time following her surgery (date unknown), the surgeon reported that the patient had a fragment of an unknown substance in her eye. Question whether this was due to slit knife by alcon, storz tip, becton dickinson blade, or storz handpiece. Became aware on august 12, 1992 that handpiece may have contributed to problem. Patient has apparently experienced no problems to date. Handpiece and needle tips to ecri for investigation.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.